Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate patient factors (¿spiky¿ valvular calcification) likely contributed to the worsening pvl and subsequent re-dilation of the implanted valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), after an unknown period of time post implant of a sapien 3 valve (size is unknown), CT showed ¿significant¿ paravalvular leak (pvl) in a ¿spiky¿ area of calcification. The patient was symptomatic. A post dilation/re-dilation of the valve was performed to try to improve the results. The exact timing of the valve post dilation/re-dilation is not known. No further information is available at this moment. Information regarding the native annular diameter and degree of valvular calcification was not provided. ¿spiky¿ calcification was reported.